Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that an infusion set placed the previous day had fallen out while traveling, resulting in hyperglycemia with blood glucose (bg) of 388 mg/dl lasting over 90 minutes. The user treated with a subcutaneous insulin injection outside the ilet system. No hospitalization or emergency medical intervention was required. No long-term health effects were reported.